Event description:
It was reported that during a laparoscopic total prostatectomy procedure, the pouch was broken when it was removed from the patient after the prostate was put in it. While the operation was being continued, the broken pouch was found inside the patient and it was removed with a forceps. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The doctor and nurse considered that no pieces were left inside the patient because of matching the broken pouch and the removed pieces. Irrigation of the abdominal cavity was performed carefully. The patient had a surgical history, and the muscle was contracted and stiff.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the pouch was closed completely before removing. The pouch was removed directly, without passing through trocar. When the pouch was removed, the incision size was extended but we have no detailed information extended incision size and the size of the specimen. The analysis results of the found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. As the delivery system was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.